Event description:
It was reported that the patient fell down seven stairs and her stimulation was not what it was before she fell. It was also reported that stimulation was not where she wanted after the fall. The location of the issue or symptom was at the lead location. She reported she never contacted ¿us¿ and let her battery die. She also said it was providing good stimulation however; she did not want a revision. The lead and the implantable neurostimulator (ins) were explanted on (B)(6) 2014. No diagnostic testing or troubleshooting was performed. It was unknown what the cause of the issue was or it was resolved. At the time of the report the patient was alive with no injury. It was reported that after explant the patient was doing good. The patient reported that they did get good stimulation and might revisit another system at a later date.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: lead. (B)(4).